Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2011, the reporter (patient's mom) contacted animas reporting that the patient's blood glucose levels (bg) have been higher the past few days. She indicated that yesterday ((B)(6) 2011), the patient woke up with a bg of 189 mg/dl and ate a granola bar and the bg rose up to 417 mg/dl with ketones: the patient allegedly also had symptoms of nausea and vomiting. The patient's bg reportedly was not responding with the insulin pump so the patient went to the emergency room (ER) at 6:45pm with a bg of 375 mg/dl. The ER continued to administer insulin via the insulin pump (infusion site was also changed twice during the visit) and then started IV insulin at 10pm. At 10:30pm, the patient's bg went down to 188 mg/dl and was released. At 11:30pm, the patient's bg went down to 40 mg/dl. It is unknown if the patient took any actions to correct the 40 mg/dl. The following day, the patient woke up at 5am with a bg of 390 mg/dl. A correction (unspecified amount) was given via the insulin pump. At 8am, the patient's bg was 338 mg/dl with trace of ketones. At this time, the patient has not eaten anything since yesterday morning and has continued with insulin pump therapy throughout this reported incident. The reporter also stated that the patient has not had much of an appetite. The csr advised the reporter to discuss the lack of appetite with the patient's health care professional as it can contribute to the ketones. The animas customer support representative (csr) confirmed with the reporter that the pump settings were correct, the pump was delivering insulin as programmed, and there were no reported issues with the infusion set/cartridge. The reporter indicated there was some blood at the infusion site upon removal; however, there was no blood in the tubing. She also is not aware of any scar tissue. The reporter was able to prime the pump successfully on the phone with the csr. There was no indication that the insulin pump malfunctioned based on the troubleshooting performed on the phone. The patient has had recent changes in her appetite that can contribute to the reported injuries; however, this complaint is being reported since the patient's elevated bgs were reportedly not responding to the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.